Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The end user noted that there was no specific allegation against the wire, however, since it was used in this procedure they were returning it for analysis. At the time of this report, the device was not received for analysis; therefore no physical or visual analysis of the product can be performed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is expected to be returned for failure analysis. If additional information is received or the product is returned a follow-up medwatch report will be submitted. Waiting return of guidewire.

Event description:
Patient csr, female, right total mastectomy subject to radiation and she was underwent to transcatheter aortic valve implantation- lotus 23 mm. During crossing aortic arch, there was hard resistance to cross the arch and the delivery catheter showed kinked. After the catheter being removed, it was identified pericardial effusion mild to moderate level without hemodynamic instability and without restriction contractility. It was done new angiography and echocardiography after the use of the 2nd lotus valve 23 mm to treat the patient, but it's not possible to implant it. After the 2nd device was removed, it was diagnosed a hematoma of aortic arch was identified. The doctors infer that patient has fibrotic hardened aortic arch (damaged) by radiotherapy.

Manufacturer narrative:
As received, the specimen consists of one each clinically used, damaged safari wire 300cm sml crv; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents several bends of varying severity and frequency over the distal 90cm with areas of scraped/frayed ptfe coating scattered over the length of the device. The specimen also presents deposits of dried blood-like material on and between the coil wraps. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.